Manufacturer narrative:
The customer later advised physio-control that the patient, a 96 year-old female, survived the event. The patient was being monitored at the time of the event, after having complained about shortness of breath. There were no adverse effects to the patient as a result of the reported issue. Additionally, sections a1, a2, a3, b5 and b7 have all been updated, accordingly. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly several times during an event. The customer advised physio-control that the patient, a 96 year-old female, survived the event. The patient was being monitored at the time of the event, after having complained about shortness of breath. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device which were related to the reported event. Upon evaluation of the electronic records, physio-control was able to verify that the device powered off unexpectedly four (4) times on the day of the event. Physio-control also observed that the device as not able to communicate with the ac power adapter (acpa) that was connected to it. During an inspection of the device, physio-control confirmed that the keps nuts in battery well #1 were loose, resulting in loose battery pins. Loose or damaged battery pins can result in an unexpected loss of power. Physio-control then replaced the device's rear case assembly, which included new keps nuts and battery pins, and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control also recommended that the customer replace the acpa that would not communicate with their device. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly several times during an event. The customer advised physio-control that the patient, a 96 year-old female, survived the event. The patient was being monitored at the time of the event, after having complained about shortness of breath. There were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly several times during an event. There was patient use associated with the reported event; however there were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.